Event description:
A patient experienced hypotension and a hematoma that required treatment following use of an exoseal device. The sheath used for the procedure was a 6f, 1cm femoral sheath (brand unknown). There was no pre-existing hematoma, and there was no resistance/friction as the vcd was advanced through the sheath. The angle of access and vessel characteristics are unknown. The sheath had been properly locked against the cowling and an audible ''click'' was heard. Adequate bleed-back signal was observed and proper indication was observed in the indicator window. The plug deployment button was fully depressed and the plug was deployed. The vcd was removed with the sheath as a single unit. The physician applied manual pressure to the puncture site for two minutes after plug deployment and observed no bleeding at the skin level. A tight bandage was put over the patient's groin. Thirty minutes later, in the recovery room, the patient's blood pressure dropped to 90 to 100 and the medical team discovered a hematoma. There was no reported treatment for the blood pressure drop. Manual compression was used to try to stop the bleeding. The patient had a large hematoma, and efforts to stop the bleeding were not successful. The patient was catheterized again the following day and a covered stent was placed to block the bleeding site. The interventional radiologist saw a focal bleeding source at the area of the first procedure puncture prior to the stent placement, but did not see the exoseal plug. There was no evidence of dissection or any unusual findings, except for the focal bleeding. The patient was stable after the stent implementation.

Manufacturer narrative:
The lot number was not provided. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The device lot number was not provided. Complaint conclusion: a patient experienced hypotension and a hematoma that required treatment following use of an exoseal device. The sheath used for the procedure was a 6f, 11cm femoral sheath (brand unknown). There was no pre-existing hematoma, and there was no resistance/friction as the vcd was advanced through the sheath. The angle of access and vessel characteristics are unknown. The sheath had been properly locked against the cowling and an audible "click" was heard. Adequate bleed-back signal was observed and proper indication was observed in the indicator window. The plug deployment button was fully depressed and the plug was deployed. The vcd was removed with the sheath as a single unit. The physician applied manual pressure to the puncture site for two minutes after plug deployment and observed no bleeding at the skin level. A tight bandage was put over the patient's groin. Thirty minutes later, in the recovery room, the patient's blood pressure dropped to 90 to 100 and the medical team discovered a hematoma. There was no reported treatment for the blood pressure drop. Manual compression was used to try to stop the bleeding. The patient had a large hematoma, and efforts to stop the bleeding were not successful. The patient was catheterized again the following day and a covered stent was placed to block the bleeding site. The interventional radiologist saw a focal bleeding source at the area of the first procedure puncture prior to the stent placement, but did not see the exoseal plug in the vasculature. The reporter indicated that there was no evidence of dissection or any unusual findings, except for the focal bleeding. The patient was stable after the stent implementation. The device was not returned for evaluation. A review of the manufacturing records could not be conducted without a lot number. Without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds/hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Blood pressure reduction is a general sign and symptom of bleeding. Patient and/or pharmacological factors are likely contributing factors to this event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.